Event description:
It was reported that the stent partially deployed. This 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an arterial stenting procedure. Upon deployment of the stent, a popping sound was heard, the thumb wheel stopped rolling, and only approximately one third of the stent was able to be deployed. The stent was removed and the procedure was completed with another eluvia stent. There were no patient complications.